Manufacturer narrative:
The complaint investigation for falsely reactive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer was reviewed and supports the complaint issue without indication for any additional issue. Return testing was not completed as returns were not available. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 66222fz00. The device history record review for lot 66222fz00 did not identify any non-conformances or deviations. Labeling was reviewed and sufficiently addresses the customer's issue. Customer field data was used to assess the performance of the alinity I hbsag qualitative ii assay using worldwide data. The patient median result for the alinity I hbsag qualitative ii reagent, lot 66222fz00 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii assay for lot 66222fz00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity I hbsag qualitative ii results for one patient. The following results were provided: on (B)(6) 2025, sid (B)(6), result = 148.90 s/co, repeat result on (B)(6) 2025 = 18.92 s/co. New hbsag sample result = negative. The dna profile of both original and repeat sample suggests that they belong to the same patient. The customer reported the diasorin liason hbv surface ag r2 6.200 confirmatory neutralization result = positive additional lab results provided: on (B)(6) 2025 anti hbs = 544.88 miu/ml ctrl flag. On (B)(6) 2025 hbeag = 0.387 s/co ctrl flag. On (B)(6) 2025 anti-hbe = 0.03 s/co. On (B)(6) 2025 anti-hbc = 2.37 s/co, 0.16 s/co. On (B)(6) 2025 anti-hcvii = 0.12 s/co. On (B)(6) 2025 hiv ag/ab = 0.06 s/co. On (B)(6) 2025 syphilis = 0.04 s/co. The customer is not questioning the anti-hbs and anti-hbc results as incorrect and only is questioning the hbsag reactive results. No impact to patient management was reported.

Event description:
The customer observed falsely reactive alinity I hbsag qualitative ii results for one patient. The following results were provided: (B)(6) 2025 sid (B)(6) result = 148.90 s/co, repeat result on (B)(6) 2025 = 18.92 s/co. New hbsag sample result = negative. The dna profile of both original and repeat sample suggests that they belong to the same patient. The customer reported the diasorin liason hbv surface ag r2 6.200 confirmatory. Neutralization result = positive. Additional lab results provided: (B)(6) 2025 anti hbs = 544.88 miu/ml ctrl flag. (B)(6) 2025 hbeag = 0.387 s/co ctrl flag. (B)(6) 2025 anti-hbe = 0.03 s/co. (B)(6) 2025 anti-hbc = 2.37 s/co, 0.16 s/co. (B)(6) 2025 anti-hcvii = 0.12 s/co. (B)(6) 2025 hiv ag/ab = 0.06 s/co. (B)(6) 2025 syphilis = 0.04 s/co. The customer is not questioning the anti-hbs and anti-hbc results as incorrect and only is questioning the hbsag reactive results. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8p10-32 that has a similar product distributed in the us, list number 8p10-21/-31, with 510k/PMA/bla number p110029. All available patient information was included. Additional patient details are not available.